Event description:
Rn reported to a carefusion sr clin consultant of leaking at the hub of the primary IV. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). No failure investigation will be performed because the customer did not record the device lot number and no products were returned. The root cause of the customer's experience was identified through troubleshooting by carefusion sr clin consultant, as user technique.